Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they allege insulin pump had possible under delivery. The customer's blood glucose level at the time of incident was 280 mg/dl. The customer was treated with bolus for high blood glucose. The reason for under delivery was blood glucose level was not going down. The customer did not experienced any symptoms. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when incident was reported. The insulin pump will not be returned for analysis.